Event description:
It was reported that when placing the implant manually with a ratchet, the implant does not grip and rotates falsely because it has a defective internal part. The doctor confirms that the procedure was concluded with the use of another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem. H10: additional narrative. One (1) osseotite tapered certain implant 5 x 10mm (xifnt510) was returned for investigation. Visual evaluation of the as returned product identified signs of use, damage on the collar was from the removal process. The implant's drive feature was identified as damaged. Functional testing to recreate the reported event could not be performed due to the nature of the device and event (damaged drive feature). A pre-existing condition noted on the per was not reported. Bone density was unknown. The reported device was located on tooth # 18 (fdi) and was implanted and explanted on the same day. DHR review for the lot 2022060122 had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2022060122 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.